Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978a128 (lot: va2e158); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their recharger wouldn't charge the ins. The patient said they went on vacation for about a week and returned on (B)(6). They did not bring their recharger on vacation with them. Upon returning, they noticed scrolling green battery lights and said they were unable to charge ins. The patient went to see their managing healthcare provider (hcp) and an x-ray was done that showed the lead wire was "about half an inch from the spine," so the patient said their managing hcp suggested replacing the system. The patient tried to get a hold of manufacturing representative (rep) but was unable to reach them. The patient reported they were scheduled for replacement on (B)(6). The patient mentioned during the call that they have had frequent falls, but none are related to the device. The patient said it had been 3-4 years since they had a hard fall on their buttocks and they denied falling on vacation.